Manufacturer narrative:
(B)(4). Brand name corrected to hudson conchatherm neptune, dual thermistor, ad. Product code corrected to 395-90. One (1) 395-90 conchatherm neptune, dual thermistor was received for investigation. Upon receipt the temperature probe was visually inspected for any signs of abuse/misuse/damage. None were noted. The temperature probe was connected to a known functioning concha smart neptune, (B)(4). The neptune was turned on and stepped through all of the self-test/diagnostics which includes acknowledging the connection of a temperature probe. The neptune successfully passed through all self-test conditions and was in the standby mode for temperature set and rainout set. The reported temperature probe set was disconnected from the neptune and the visual and audible alarms were initiated. The temperature probe was reconnected and all alarms subsided. The complaint cannot be confirmed. No fault found was determined at functional inspection. The complaint cannot be confirmed.

Event description:
Customer complaint alleges the heater wire failed during use. No further details available. The device was replaced. No patient injury or harm reported.

Manufacturer narrative:
Qn# (B)(4).

Event description:
Customer complaint alleges the heater wire failed during use. No further details available. The device was replaced. No patient injury or harm reported.